Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd needle 25ga 1in, the user experienced the needle dislodge from the syringe, and leakage as a result. There is no reports or medical intervention at this time. The following information was provided by the initial reporter. The customer stated: the needle dislodged from the syringe during the vaccination. The vaccine leaked into the vaccinators hand.

Manufacturer narrative:
H6: investigation summary as a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process could not be determined. See h10.

Event description:
It was reported when using the bd needle 25ga 1in, the user experienced the needle dislodge from the syringe, and leakage as a result. There is no reports or medical intervention at this time. The following information was provided by the initial reporter. The customer stated: the needle dislodged from the syringe during the vaccination. The vaccine leaked into the vaccinators hand.